Event description:
This is being filed to report the clip failed efaa and the leaflet was damaged. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. Troubleshooting was unsuccessful therefore the cds was removed. It was noted the posterior leaflet was damaged. An additional clip was implanted at the area of the damaged leaflet as treatment. Another clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported clip open during efaa could not be determined. A cause of the reported tissue injury (leaflet damage) could not be determined. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.